Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu), serial number unknown, was confirmed via the log files. The system controller event log file was reviewed, and timestamps span approximately 3 days (23:39:33 on (B)(6) 2025 to 02:05:25 on (B)(6) 2025). Throughout the log file, power cable disconnect, low power hazard, and no external power alarms while connected to the mpu are captured. During these loss-of-power events, voltages on both power cables drop simultaneously. These alarms resolved as the voltages on the mpu returned to normal levels or the patient connected to battery power. Prior to the voltages returning to normal, fluctuations occurred in an abnormal range. The pump maintained a speed within the expected range throughout the log file. Multiple good faith effort (gfe) attempts were sent to inquire about the mpu¿s serial number, the age of the mpu, the cause of the no external power alarms, if the mpu has a v-lock connector on the ac power cord, if the ac power cord came loose at the wall outlet or mpu, any environmental factors that may have contributed to the reported event, if the mpu was removed from service, and if the mpu would return for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined during this investigation. The device history records for the heartmate mobile power unit (mpu) were not reviewed as no product-identifying information was available. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. The heartmate 3 instructions for use (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller fault on (B)(6) 2025 at 12:03 am. This happened after the patient connected to their new mobile power unit (mpu) and experienced an alarm. They were unable to describe the alarm. The patient then went back to battery power and then experienced the controller fault. The patient arrived at clinic, and they changed out their controller. Log files were submitted for review, and the log file captured controller internal faults on (B)(6) 2025. Technical services stated that the fault was not intermittent. Upon reviewing the system controller event log file, multiple no external power events were seen on the mobile power unit (mpu).